Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture : observed, one opening assessed as fold flaw opening and one opening assessed as surgical damage. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ crease/folding of implant : observed. Additional observation: ¿ no penetrating nick (stress marks). No further actions are required as no issues with the manufacturing process are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Healthcare professional later reported capsular contracture baker grade IV, "any creases" and "hole in radius (edge)." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "left breast grade 3 cap con".

Event description:
Healthcare professional later reported left side capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade iii. Healthcare professional, later reported, capsular contracture, baker grade IV. "Any creases" and "hole in radius (edge). Device has been explanted.